Manufacturer narrative:
An event regarding range of motion (rom) involving a patient specific, tsr (bayley walker), special glenoid and humeral component was reported. The event was confirmed via evaluation of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-ray shows a press fit reverse tsa in anatomic position. The cup/liner are quite large replacing a significant amount of the proximal humerus. There are lucencies inferior to the glenosphere consistent with glenoid notching. No imaging or documentation was provided to ascertain the need for a liner exchange." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient required a liner exchange. A review of the provided medical records by a clinical consultant indicated: "the x-ray shows a press fit reverse tsa in anatomic position. The cup/liner are quite large replacing a significant amount of the proximal humerus. There are lucencies inferior to the glenosphere consistent with glenoid notching. No imaging or documentation was provided to ascertain the need for a liner exchange." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the surgeon is requesting a bayley walker liner for the patient's right humerus. Review of medical records indicated the following: the x-ray shows a press fit reverse tsa in anatomic position. The cup/ liner are quite large replacing a significant amount of the proximal humerus. There are lucencies inferior to the glenosphere consistent with glenoid notching.